Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Per customer communication, it has been determined that the device contains discoloration and possible contamination. Thus, it was recommended to the user that the device undergo an internal water path replacement. The device has not been received by cardioquip and therefore a full investigation of the suspected device and subsequent repair and inspection has not been able to be performed.

Event description:
Customer provided pictures of the internal tubing of this device for review, upon which the device was recommended for an internal tubing replacement.

Event description:
Customer provided pictures of the internal tubing of this device for review, upon which the device was recommended for an internal tubing replacement due to suspected bacterial contamination.

Manufacturer narrative:
Internal tubing of the device contained discoloration indicating possible contamination. The device was then tested, and the cfu counts exceeded the acceptance criteria set by cardioquip. Cardioquip epidemiology then recommended an internal water path replacement. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.